Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. The event date is unknown. Concomitant medical products and therapy dates: model: mn20450-50a, drg lead, therapy date: unknown.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2019-11908. This report is related to a (B)(6) patient. It was reported the patient had been receiving ineffective stimulation. As a result, both of the patient's leads were explanted. One replacement lead was implanted. Effective therapy was restored post-op.

Manufacturer narrative:
The report event of ineffective stimulation was confirmed. As received, visual inspection showed the returned lead (a) was ineffective stimulation due to the returned lead (a) found all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-11908.